Event description:
It was reported that the patient had a stroke due to an episode of af (atrial fibrillation) post implant. It was noted that the patient was pharmacologically cardioverted and the patient's drug treatment was modified. The device remains in use. The patient is part of the advance iii clinical study. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis found no anomalies.